Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2005. During post operative monitoring and testing, the patient reported pain and infection. These findings were found due to follow up testing. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, insert includes the following: material sensitivity reactions. Early or late postoperative, infection, and allergic reaction. Intraoperative or postoperative bone fracture and/or postoperative pain. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 1 of 3 MDR's filed for the same patient (reference 1825034-2014-02029 and -07381 / -07382).